Event description:
The report indicated that the pt had seizures and was transported to the hospital. A review of the bg data shows levels in the 81-214mg/dl range, though, the night prior to his seizure his bg was 251mg/dl. The following morning, he "woke up in a seizure" with a bg reading of 79mg/dl. His mother "suspected that the pdm must be giving an incorrect bg reading" so another reading was immediately taken (which was 100mg/dl). The pt was given orange juice and was "rushed to the hospital." Upon arriving back at home, the pod was removed and a new one was activated. On the second day of wearing the new pod, the pt experienced a second seizure and was again sent to the hospital. The pod was discarded at the hospital. The health care provider recommended that the pt be taken "off of product and go back on injections" until it "could be proved" that the omnipod system had not caused the event. The parents "do not trust the pdm/bg meter as they cannot be sure if incorrect bg readings cause the pdm to calculate too much insulin boluses." Additional info about the event was provided in maude event report (B)(4). This report indicated that the cause of the pt's seizures was 'traced to hypoglycemia." In addition, the bg meter in the pdm reportedly "read a consistent 40mg/dl higher" than glucometers used in the hospital. Paramedics had "reported a glucose of 50mg/dl", in comparison to pdm reading of 164mg/dl. The pdm will be returned for eval.

Manufacturer narrative:
The pdm was returned for eval and no problems were found that would have caused or contributed to erroneous bg readings. The bg meter was tested using three different test strips with control solution; the pdm powered on, recognized the strips and gave acceptable readings for all three strips. Additional testing of the bg meter was performed using a simulated strip tester. All measurements were within specified tolerance limits. There were no issues found with the pdm. The device performed as intended during the eval. Based on investigation results, there is no indication that the pdm would have provided erroneous bg readings. The cause of the reported discrepant bg readings cannot be determine. Note: the pod associated with the event was returned for eval. No evidence of any damage or manufacturing deficiency was found that would have caused or contributed to an over-delivery of insulin. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). Based on investigation results, there is no indication that the pod was, or may have been, a contributing factor to the event. An MDR had not initially been submitted when the maude event report was first received. The manufacturer has opened an internal corrective action to investigate the cause of this.